Event description:
During an atrial fibrillation ablation procedure, no force appeared which caused a delay. The catheter connection was unplugged and plugged back in, the tactisys was restarted, the ensite x study was restarted and three catheters were exchanged which did not resolve the issue. Another tactisys was obtained from another room which solved the issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h3 one tactisys¿ quartz system was received for evaluation. Visual inspection of the returned device verified the front ports, rear ports, chassis, and labels were free of physical damage. The tactisys was powered on, and audible beep was heard indicating a successful power-on-self-test. When a test catheter was applied to the tactisys, no contact force was observed duplicating the reported event. Fiso diagnostic identified a signal loss at channel three. The orange fiber optic cable was temporarily replaced with a known good one and functionality was restored. A valid contact force was observed and fiso diagnostic verified signal was restored at channel three. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the orange fiber optic cable.